Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 254.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient had come in yesterday so the healthcare professional could look at the pump pocket. A biopsy was performed over the pump and it was determined that the patient had a confirmed (B)(6). No symptoms were reported. Treatment was ongoing and the pump was being explanted. The catheter might be left in place per the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.